Manufacturer narrative:
PMA/510(k): this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -15.50 diopter, in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2020 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry with residue/debris on product in a microcentrifuge vial. Visual inspection found haptic bent to the lens with fibers on the lens surface. Dimensional and functional inspection found the lens to be within specifications. (B)(4).